Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that volume discrepancy. The patient did not know volume information. The healthcare professional (hcp) did a dye study with his pump because they suspected that his catheter was blocked. Patient wanted to know which drugs were authorized in pump and if there were certain drugs that may cause blockages in catheters. 6 months ago he started feeling pain in his back and there was more and more drug in his pump when going in for refills. No further complications were reported.